Event description:
A us distributor reported that a monitor's response buttons are intermittent.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (response buttons) was duplicated. The front response button metallic dome was off center causing them to be intermittent. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.